Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient revised due to periprosthetic acetabular fracture. Patient fell while bowling. Implanted zimmer components & microport head.